Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped charging/using his scs system for 1.5 months due to improved pain. An sjm representative confirmed the scs ipg is inoperable (date of event is unknown) using external devices. As a result, surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced which resolved the issue.